Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No unexpected pump error 63 or pump error 4 alarm during testing however, pump error 63 alarm and pump error 4 alarms are found in the downloaded history files due to a software error. No damage or moisture damage on keypad assembly, unlocked electrical board 1 keypad connector, or stuck button alarm noted during testing. Device was received with case cracked behind the pump near the battery compartment and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had stuck button alarm and multiple insulin pump alarm during self test. The customer¿s blood glucose was 251 mg/dl at the time of incident. Customer reported that there was cracked of the insulin pump where the battery compartment was located, going down. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.